Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had sudden pain down their leg and feet and patient stated that the pain was from the stimulation stimulating their unrelated scars. Patient further stated that once the programming was changed, they were fine. Patient then mentioned that the instructions where given to them while they were under anesthesia. Patient further reported that they experienced bladder spasms. No further complications were noted or anticipated.